Event description:
Surgeon was using variax hand set to treat mid shaft 3rd metacarpal fracture. A 2.3mm 4 hole straight locking plate was used to bridge and reduce fracture. The surgeon put in three non locking 2.3mm bone screws into plate in standard fashion. The fourth and final nonlocking 2.3mm bone screw was inserted and terminally tightened at which time the rotation of reduction was lost. Surgeon went to back the screw out and a small piece of the screw head sheared off and screw was not able to be removed. It was the second screw just proximal to the fracture. Surgeon then removed the two distal nonlocking bone screws and adjusted rotational deformity and put in two locking screws distal and satisfactory reduction was achieved.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.